Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a scratch on the intraocular lens (iol). There was patient contact. A similar iol was used to complete the procedure. There was no vitrectomy. There was no patient injury. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: during a follow up, when asked what the issue with the lens was, the customer indicated that the lens had been dropped on the floor. No other information was provided. The additional information deems this event not reportable. Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.